Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the issue. Internal complaint number: (B)(4).

Event description:
Patient tracking received a patient tracking form in the mail reporting a pump replacement. Follow up with the agent covering the issue confirmed that the pump was replaced due to the pump's battery being dead and the patient no longer experiencing pain relief. The patient's pump was discarded.